Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign object in the nozzle. Other items found during estimation were, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip. The electrical connector had discoloration due to water leakage. In addition, the plastic distal end cover, the control unit, the grip, the scope connector, the switch 4, the switch box, the image guide protector, the flexibility adjustment ring, the up/down - right/left knob, the free engagement knob, and the scope connector cover unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The facility's reprocessing procedure: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the facility if there were any other concerns regarding the reprocessing. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign object in nozzle. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material and the definitive root cause of the foreign material remaining in the subject device was unable to be specified. It was confirmed that reprocessing was practiced in accordance with the instructions for use (IFU), which states: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope had reduced angulation. Inspection and testing of the returned device found foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.